Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
A copy of the customer's medsun report was received from the FDA, which states: "filter was leaking (catalog# 10010570: 0.2 micron low protein binding filter)." Although no harm was reported, "other serious (important medical events)" was selected inthe medsun report.